Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the device, and verified the malfunction. The fse replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb) to resolve the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator generated a communication error alert. It is unknown if there was patient involvement. Additional information has been requested.